Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that the device stored non sustained lead noise episodes that showed myopotential oversensing. Programming changes were made.